Event description:
Joerns bed broke, dropping the patient about 2 feet. A nurse was trying to lower the bed with the wheels in brake mode. The nurse noted seeing the head of the bed lowering but not the foot. Based on the design, when the wheels are not released at the time the bed is being lowered, energy is stored in the screw-type system with an engine that rotates to increase the length of the rods under the bed. With the brakes on, eventually there was enough stored energy that the actuator broke and the bed fell approximately 2 feet, crashing to its lowest position, and the patient was on the bed when it fell. This design is a particular concern because it is not intuitive to take the brakes off to lower the bed and it should not cause the bed to break.